Event description:
It was reported that the physician implanted the snap shunt into a pt. The natural, normal head movements of the pt caused the snap to disconnect. The physician re-operated to reconnect the shunt. The snap later disconnected again. He then explanted the snap portion of the shunt.